Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead helix did not come out in the ventricle and good electrical data could not be obtained. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.